Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is then set to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The returned device appeared to be used and contained the anchor in the device tip. The device was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. During the routine use of angio-seal without special operation, the angiography showed no abnormality at the puncture site. The anchor release did not block. A new angio-seal was replaced and the attempt continued. The sheath tube could not enter the puncture point. After multiple attempts to block did not work, other blocking methods were changed. There was no blood loss. Additional information was received on 22sep2025: the type of procedure being performed was angiographic surgery using a 5fr sheath. There was no stenosis, plaque, calcium present around the insertion site. Hemostasis was achieved by manual compression. The procedure was successful. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment address: (B)(6) hospital. E1: phone number: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.